Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis to repair an aortic arch aneurysm. The device was implanted with no reported issues. During removal of a gore® dryseal sheath with hydrophilic coating, the left external iliac artery dissected. The dissection was repaired by implanting a bare metal stent. No further issues were observed, and the patient tolerated the procedure. It was reported that the diameter of the left external iliac artery was measured 7.3-7.5mm, smaller than the outer diameter of the dsl2228j. The physician reportedly felt no resistance while advancing the sheath.